Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon performed a two stage revision due to infection, implanting new components four months following the removal of the infected components.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.